Event description:
On 02/16/90 the aus device was implanted. On 04/08/97 the control pump was revised. On 07/29/97 the cuff was removed from the patient and replaced due to "recurring incontience" and down sized.